Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that cadd cassette reservoir was grossly under infusing. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation- one sample was returned for evaluation. The device was examined; no discrepancies were identified. The device was given functional testing; the device could be successfully connected and primed without difficulty. The attached pump was set to run an infusion and no alarms were activated during this time. The reported issue was not confirmed during testing. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. During production this device type is bonded (tube to filter, tube to luer), any excess solvent is removed, the tubing bond engagement is measured and verified within specifications. The devices are sampled for delivery accuracy testing. No problems could be confirmed with the returned sample.